Manufacturer narrative:
Disposed by hospital.

Event description:
Roi-c : cage removal per-op cause the cage moved forward. Implant was removed and replace by another one with success.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of traceability, data complaint and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The root cause can't be determined regarding information provided. The investigation found no evidence to indicate a device issue.